Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed damage to the transition tube of the catheter body. Interrogation of the device revealed it contained morphine. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis with no alleged issue. The patient was receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.